Event description:
The customer reported to olympus, the video processor's power switch was stuck. The customer confirmed it was not possible to switch the device on. The issue was found during preparation for use. A technician came onsite and repaired the device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Corrected fields: d9/h3 (corrected as device was evaluated by a technician on site), h6(type of investigation should be coded 10 instead of 4114) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was evaluated by a field service technician and the customer's reportable malfunction was confirmed. The switch was exchanged to repair the device. Based on the results of the investigation the root cause could not be identified; however, it is likely the device could not turn on due to the power switch failure (power switch was stuck). Olympus will continue to monitor field performance for this device.